Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. Corrected field: e1 and g4. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged the outer tube has a dent the outer tube has scratches. Based on the investigation results, the following likely led to the malfunction: the customer complaint was not confirmed. The event can be prevented by following the instructions for use, which state: safety information notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations no cuts and other defects on the outer sleeve of the cable no scratches no corrosion, dirt or debris no lens damages or cover glass damages no missing or loose parts check all markings on the product for clear visibility. Notice risk of damage to the product pulling on the cable may damage the product. Pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the rigid video scope's image was not clear. There were no reports of patient harm.

Event description:
It was reported the rigid video scope's image was not clear. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.